Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing looked as though it ripped out of pump.

Manufacturer narrative:
This follow-up MDR is created to document the correct device information and the evaluation of the returned device. A titan pump, two cylinders and a reservoir were returned for evaluation. Examination and testing of the returned component revealed abrasion on the inlet tube of the pump and exhaust tube of cylinder 2. Microscopic examination of the surfaces revealed the detachment site through the non-serialized strain relief of the pump and detachment end of the cylinder 2 exhaust tube to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the pump, either cylinder or reservoir. Based on examination of the returned product, it was concluded that while in-vivo the exhaust tube of cylinder 2 and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the serialized strain relief area, indicated by the rough and irregular surface ends. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record revealed no abnormalities and confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.